Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in backup vvi. Programming changes were done and the patient experienced no consequences. The patient will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.